Event description:
It was reported during sedation of a diagnostic bronchoscopy the balloon was temporarily lost inside the patient and later retrieved. This caused a procedural delay of a few minutes and the procedure was completed using the same device. No reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This is related to (B)(4). This report has been submitted by the importer under this MDR report number 2429304-2025-00126.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4, g1, g2 (added user facility to g2), h6 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.